Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report was unable to be duplicated during functional evaluation. Device logs confirm the shock button was pressed when the device was not charged triggering a user advisory to initiate the charge. Multiple fault 72 occurrences are observed in the log following the charge attempt where the user proceeded to restart the device. Following the restart, three shocks were successfully delivered to the patient. The device was extensively tested the with returned paddles, including defib cycle testing, with no faults observed. Internal inspection identified no discrepancies. The pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib fault 72" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.